Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Manufacturer narrative:
During the device evaluation at the user facility, it was determined that the bolt of the wheel broke, which is a probable cause of the reproted event.

Event description:
It was reported that during preparation at the user facility, the caster of the cart broke off. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during preparation at the user facility, the caster of the cart broke off. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.